Event description:
During service eval of an electrode belt returned for an unrelated complaint, a reportable event was identified. The electrode belt connector housing was damaged, allowing the belt to be easily removed from the monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (damaged electrode belt) has been confirmed. Upon inspection, it was discovered that the electrode belt connector housing was damaged and allowed the belt to be easily pulled from the monitor. The root cause of the damaged connector housing cannot be positively identified. No adverse event resulted from the damaged connector housing. The pt received a replacement electrode belt.